Event description:
It was reported that patient underwent total hip replacement in 2007, during which he received a durom cup acetabular component. Patient reports that post-up, he has been experiencing pain and his surgeon has recommended revision, which is not yet scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment , zimmer inc., which markets the devices in the u.s.